Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. The product was returned to j&j medtech orthopaedics for evaluation. ¿visual inspection of the returned device found it was returned in an assembled condition with baseplate inserter rod 650011102. The devices were disassembled and it was observed that the threads at the proximal end were stripped. ¿the observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assembling or by assembling the device in a misaligned position. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. ¿a dimensional inspection was not performed since it was not applicable to the complaint condition. ¿a functional evaluation was performed and it revealed it was difficult to assemble the baseplate inserter rod to glenosphere inserter tip. ¿the overall complaint was confirmed as the observed condition of the glenosphere inserter tip would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause is traced to unintended use, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon resetting the trays, it was discovered the instruments were damaged. This did not affect the surgery in any way.